Manufacturer narrative:
Date rec¿d by MFR : 14aug2019, date of report : 15aug2019. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The defective u1 on the o2 flow sensor pcba created the air flow accuracy, o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/06/2019. The manufacturer¿s international service technician confirmed the reported gas delivery system(gds) issue and replaced the gds to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Oxygen flow accuracy test failed. There was no patient involvement.